Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the they had multiple pump error alarms. Customer stated that they successfully cleared alarm and rewind the insulin pump and passed in self test. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the device will not be returned for analysis.